Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post an ultrasound-guided cyst drainage catheter placement, the catheter connector allegedly fractured. Reportedly, the catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows a complete break of the catheter hub. Therefore, the investigation is confirmed for the reported catheter connector fracture, leak and the identified material separation issues. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post an ultrasound guided cyst percutaneous drainage catheter placement procedure, the connector allegedly fractured. It was further reported that the device allegedly had leak. Reportedly, the catheter was replaced. There was no reported patient injury.